Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In an adult female patient who had essure (batch no. A50512) inserted. Other product or product use issues identified: medical device monitoring error "essure ablation by novasure". The patient's medical history included: adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic supra cervical hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, uterus, bilateral fallopian tubes and ovaries: proliferative endometrium, adenomyosis unremarkable bilateral ovaries, unremarkable bilateral fallopian tubes. Lot number#: a50512, manufacture date: 2012-09, expiration date: 2015-09. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. A50512) inserted. Other product or product use issues identified: medical device monitoring error "essure ablation by novasure". The patient's medical history included adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic supra cervical hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, bilateral fallopian tubes and ovaries: proliferative endometrium, adenomyosis unremarkable bilateral ovaries unremarkable bilateral fallopian tubes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.